Manufacturer narrative:
Product event summary #damaged instrument spine clamps. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that two spine clamps were discovered damaged out of sterile processing and would not clamp down. Discovered outside of procedure. No patient present.